Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was not removing the residual air from the cartridge. The customer loaded a new cartridge to resolve the issue.